Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the university claimed the front caster broke and the tire came off the caster.